Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had fluid in the battery compartment. The caller also reported that the insulin pump had a failed battery test and a blank display. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to verify low battery or failed battery alarms due to blank display. No moisture damage on the motor, battery tube and vibrator assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.